Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in hospital for surgery for unrelated reasons, back up vvi mode was observed on the device. A device download was performed successfully.